Event description:
It was reported that the patient presented with backup battery fault alarm. The event log file confirmed the reported intermittent backup battery fault alarms starting. The emergency backup battery (ebb) fault was due to the ebb failing the load test. A replacement ebb was to be sent. It was later communicated that the controller was exchanged and the issue was resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed on 21jan2026, a backup battery fault alarm activated due to the battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold. The alarm did not resolve before the system controller was exchanged. The alarm did not affect pump operation. The returned heartmate 3 system controller (serial number (B)(6)) was functionally tested and was found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Multiple backup battery load tests were initiated during testing, and an alarm was not reproduced. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.